Event description:
At about 11 years and 9 months after the primary surgery, the patient came in reporting pain due to a loose cup. The cause of the loose cup is unknown. The surgeon revised the head, liner, and cup with additional screws. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-oct-2022. Lot 103170: (B)(4) items manufactured and released on 03-dec-2010. Expiration date: 2015-oct-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.